Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image flickers. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: b5, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the image issue was likely due to a broken video cable; however, a definitive root cause for the cable break was not determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.